Event description:
The customer reported getting a letter after he was hospitalized. The caller stated that he was sent the wrong size reservoirs and it gave him too much insulin. The customer went low and had a seizure. The blood glucose reading was 30mg/d when the paramedics arrived, but it rose to 32 mg/dl by the time he was admitted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.